Event description:
As reported, the end of a 5f mynxgrip vascular closure device (vcd) "popped off" during flushing the device. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tension indicator and spring of a 5f mynxgrip vascular closure device (vcd) popped out the back end of the device during prepping and testing the balloon. Here was no patient injury. The device was stored and prepped according to the IFU. The balloon was prepped with saline. The separation did not occur inside of the patient. Additional procedural details were requested but unknown. The device was returned for evaluation.

Manufacturer narrative:
Additional details regarding the event change the reportability of this case to a non-reportable event. There was no catheter detachment as previously reported.

Manufacturer narrative:
Follow up report generated in error. This remains a non-reportable event.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, and h6 as reported, the end of a 5f mynxgrip vascular closure device (vcd) "popped off" during flushing the device. Additional details were requested but not provided. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿catheter detachment¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This report was generated in error. This has already been determined as a non-reportable event.